Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the graphical user interface (gui) cable be replaced. Customer reported to have passed all testing after the gui cable was replaced.